Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables, wall adapters and power sources. The charging supplies were confirmed to charge another device successfully. There was no impact to the customer's blood glucose level due to the charging issue. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. In addition the customer reported an elevated blood glucose (bg) level the day of the call (200s mg/dl). A bolus via the pump was delivered. Contact stated the suspected reason was the customer just returning from vacation and not due to the pump. The contact declined troubleshooting with tandem technical support.